Manufacturer narrative:
H3, h6: product: bi71000424, lot number: 63182 rev. E was received by the manufacturer for analysis. Visual inspection showed a missing screw and handle for locking the umbilical to the system, missing hand switch and foot switch connectors and damaged dongle connection. Visual inspection also shows damaged dongle mounting hardware. C07 is applicable. Previously reported codes b01 and d02 are also applicable. Product: bi71000167, lot number: 776 rev. C was received by the manufacturer for analysis. The umbilical cable passed bench test. Co ntinuity test passed and was installed in an imaging test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. C19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000424 panel rearcab brkt kit svc o2 bi71000167 cblasy dbl shldmvs h3) onsite functional and visual examination was performed by a manufacturer representative. The interconnect and rear break out panel were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply the replaced parts were not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site needed to reseat and wiggle the umbilical cable for the system to be functional. This system occurred several times. There was no patient involvement.